Event description:
This is an olympus loaner asset that was returned to the service center for a damaged nozzle issue. There is no reported harm to any patient. Upon evaluation of the device, it was observed that the adhesive of the light guide (lg) lens is peeling off. This medwatch is being submitted for the reportable issue of the lg lens adhesive peeling off as observed during device evaluation.

Manufacturer narrative:
This device is not sold in the us but a similar device is. The device is returned and an evaluation completed for it. Upon inspection of the device, it was observed that the adhesive of the light guide (lg) lens is peeling off. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and additional information to the device evaluation. The device was returned to olympus for inspection, and the reportable malfunction (light guide lens adhesive was peeling) was confirmed. Additionally, the repair center found: the suction cylinder was scraped with a cleaning brush. There is dirt on the operation part that is difficult to remove due to handling. The angel wires were stretched. Crack of adhesive on bending section cover rubber. Scratches are found throughout the device. The play of the angle knob is out of the normal state due to the elongation of the angle wire. Corrosion of the tip cover due to handling. Deformation of the air/water nozzle due to an external factor (collision of the tip). However, these defects are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the light guide lens adhesive was peeling due to stress of repeated use, external factors, or handling. The root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.